Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was tightly folded and there was blood in the wire lumen. The tip, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed a separation in the hypotube at 67cm form the strain relief. The ends of the separation were oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, it was noted that the device broke in half upon advancing through the guide. The break occurred outside the patient's body and the procedure was completed with another 3.0 x 20 emerge balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, it was noted that the device broke in half upon advancing through the guide. The break occurred outside the patient's body and the procedure was completed with another 3.0 x 20 emerge balloon catheter. No patient complications were reported.